Event description:
It was reported to vyaire medical a peep (positive end expiratory pressure) went off on the ltv 1200 ventilator. The staff silenced the alarm with no interaction and the patient died as a result.

Manufacturer narrative:
Manufacturer's evaluation: vyaire medical was not able to confirm the reported issue - a peep (positive end expiratory pressure) went off on the unit. Visual inspection found normal use wear and no other anomalies. The unit was connected to ac power and a power up post test was performed which then passed at all segments. The events trace was downloaded and there were no abnormal entries on the date of incident indicating a failure on the ltv unit.